Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture due to dislodgement on the left ventricular (lv) lead. The physician elected to explant and replace the (lv) lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up on (B)(6) 2022. Fluoroscopy was performed and revealed dislodgement causing loss of capture on the left ventricular (lv) lead. The physician elected to explant and replace the (lv) lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5 and b6.

Manufacturer narrative:
Serial number should have been (B)(6),not (B)(6).

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Electrical, mechanical, and visual analysis was normal with no anomalies found.